Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customer passed away in an unknown location. The customer was found passed away most probably in their sleep. The cause of death was unknown. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was 2 mg/dl before the customer passed. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller believes the customer's pump malfunctioned, leading to the customer's low blood glucose, and their passing. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.